Event description:
A customer obtained unexpected negative reactivity on galileo neo (B)(4).

Manufacturer narrative:
The image result files were reviewed and initial testing appeared negative as reported by the instrument. The customer did not perform additional testing for further investigation. No additional information was provided. The instrument is operating within specifications.